Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting high impedance measurements and non-capture due to a fracture. A revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be re-evaluated if additional details are received.